Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery alarms on their insulin pump. Customer's blood glucose level was unknown. The customer states they have received motor error alarm when trying to fill the cannula. Troubleshooting was conducted. The customer was advised to discontinues of the pump, and that it would be replaced and returned for analysis.